Event description:
It was reported that the external pulse generator (epg) was in use with a patient when the nurse was changing the epg's battery. During the battery change the nurse inadvertently pressed the emergency key. Adjustments were made to the epg and the patient recovered. The status of the epg is unknown. No patient complications have been reported as a result of this event.